Event description:
Additional information was received from a healthcare provider. It was reported that the patient had experienced cancer, a hip fracture, upper gi bleed, seizure, stroke, tendon release, tongue surgery, fine needle aspirate, abdominal surgery, left radical neck dissection, direct laryngoscopy with biopsy, tonsillectomy, midline partial glossectomy and reconstruction of tongue defect, esophogastroduodenoscopy, and hip fracture surgery. These ailments/procedures were unrelated to the pump. The patient had a routine pump replacement due to end of life of the pump. After the surgery the patient was alert but confused, their speech was dysarthric and aphasic, and they were experiencing some tone issues. A priming bolus dose of 0.620ml was programmed over 38 minutes . In addition the patient's dose was restarted at the usual dose of 699.4mcg/day. The error in priming bolus was recognized within 5 minutes. The pump was interrogated again and the dose was corrected. It was anticipated the patient would be safe for discharge the following day ((B)(6) 2016).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
For 2016**there was additional information reported that was not relevant to this event and therefore was omitted; see (B)(6)-patient fainted .** information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving unknown baclofen with an unknown dose and concentration via an implantable pump for intractable spasticity and stroke. It was reported on (B)(6) 2016 a priming bolus programmer error occurred. Rep was not sure what occurred yesterday because the clinical assistant that covered the routine pump replacement on (B)(6) 2016 fainted during the case/post surgery while programming patient's pump. The hcp stated she had no way of knowing if the priming bolus was cancelled via the reports due to mis-programming a dose. Hcp wanted manufacturer to know that because of the information on the report, it was very difficult to determine if the bolus was truly cancelled or not, and felt if there was a conformation it would save time. No adverse event was reported. Caller's inquiries were reviewed, and no symptoms were reported. The issue was said to have worked out just fine. No further information was provided.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.